Event description:
Reportable based on device analysis completed on 16nov2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the image had poor quality. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was partially detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window and tip were kinked and the imaging window partially detached and occluded. No imaging core wind up was found within the telescope and sheath sections of the device. Impedance testing showed an electrical open at the proximal end of the catheter which x-ray analysis showed was due to a broken coax at 130 cm to 140 cm. Image testing could not be performed due to the condition in which the device was returned.